Event description:
It was reported to the manufacturer by the end user, per the end user the facility states that on (B)(6) 2016 the patient was in the lift when the scale broke causing the patient to fall and hit her ribs on the patient legs before falling to the floor. After the fall, the patient said she was fine and refused medical attention. Days later the patient went to the hospital for unrelated issues and at that point began to complain of her hip bone and pelvic bone hurting. At that point an x-ray was performed and her ribs appeared to be fractured. Complaint# (B)(4) and ra# (B)(4) were entered into our system to have the lift returned to (B)(4) for investigation. As of this writing, the lift has not been returned.